Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure to implant a ventricular lead there were high thresholds, no capture and possible fracture. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.